Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of hemorrhage/bleeding is listed in the electronic perclose proglide instructions for use as potential adverse event of use of the device. In this case, there was no reported device malfunction associated with the device therefore the cause of associated issues cannot be determined. In this case, it is possible that although two prior devices were applied, the indication was neither captured the vessel; therefore, a post close scenario likely existed. The third device added after a 12f sheath in a post close scenario can contribute to a failure to achieve hemostasis as a partial capture of the vessel is likely; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. The patient did not require a blood transfusion; however, the hospitalization was prolonged. There was a reported clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a closure of an iliac artery aneurysm interventional procedure. Reportedly, there was poor blood return coming from the marker lumen of two proglide devices. The sutures were still deployed/pre-placed, the first at the 12 o'clock postion and the second at the 2 o'clock position. The sheath was upsized to a 12f sheath, and the interventional procedure was completed. The pre-placed sutures of the two proglide devices did not achieve hemostasis. Another proglide was used; however, even though the knot was fully advanced, hemostasis was still not achieved. A covered stent was used to achieve hemostasis. The patient experienced approximately 1000 ml of blood loss due to the proglides not achieving hemostasis. There was vessel damage which reportedly would be expected from a 12 fr introducer, which was the last one used. It was anticipated that the proglide suture would repair it; when that was not successful, it was repaired with a covered stent. The patient required a blood transfusion and hospitalization was prolonged. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.